Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad trace.the insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was not known. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. Nothing further was reported.